Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. No additional information was provided. Reportedly, customer continued using pump for insulin therapy.